Event description:
Patient reported the lancet did not retract into the lancet device on the softclix system. No patient injury was reported and no treatment was received. Patient did not provide the location where the discrepant results were obtained. Technical support requested the return of the suspect product and replacement product was shipped.

Manufacturer narrative:
The suspect product is the softclix.